Event description:
It was reported that the device emits frequent primary audible alarms. Per reporter, the issue was discovered during infusion. No patient harm/adverse event was reported.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was related to a previous service of the device within the review period, as the device had primary audible alarm events reported by the customer within review of a 12 month service history. The event history was reviewed, and no related alarm codes were identified. Functional testing confirmed the reported issue, and it was found that the j9 connector may have become fatigued which could have contributed to intermittent signal loss. The interconnect board was replaced to address this issue. No systemic product design issue was identified, and the device passed verification testing after service.